Event description:
It was reported that the right ventricular (rv) lead was causing phrenic nerve and diaphragmatic stimulation. The lead was found to have high thresholds and undersensing. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).